Manufacturer narrative:
Follow-up report submitted to document device root cause.

Event description:
It was reported that the cement mixing bowl lot 23010012 couldn't tighten up properly with the nozzle. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported.

Event description:
It was reported that the cement mixing bowl lot 23010012 couldn't tighten up properly with the nozzle. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported.